Event description:
It was reported that this pacemaker system exhibited a gradual increase and high out of range pace impedance measurements on the right ventricular (rv) lead. The field representative stated that the physician was opting for a lead revision. Further information was received that the patient has elected to hold off on the revision procedure. No adverse patient effects were reported. At this time, this device system remains in service.